Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up failure. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The customer reported the unit would not turn on. When the fse arrived they verified that the unit would not turn on. The fse found the solenoid driver board was in need of replacement. The fse performed a full calibration and tested the unit. The equipment works to manufacture¿s specs, cleared for clinical use, and has been returned to the customer. A supplemental report will be submitted upon completion of our investigation.